Event description:
It was reported that the pt experienced pain in her legs for three mos before the report. A loss of therapeutic effect and difficulty walking was also reported. The pt had been evaluated by the hlth professional and an MRI was planned to rule out inflammatory mass. Add'l info has been requested from the hcp.